Manufacturer narrative:
Section d-6a date implanted: not applicable, as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable, as the iol was removed and replaced during the same procedure. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4631 iol removal and replacement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the aab00 intraocular lens (iol) was fully inserted into the patient's ocular dexter (right eye) when iol had missing section of the haptic. The iol was removed during the same procedure and replaced with a back-up lens with the same model diopter size, aab00 19.5 diopter. There was no incision enlargement, no suture(s), no vitrectomy, no medical attention was required, and no medication (outside of standard care) was prescribed. A delay in the procedure was reported; however, the length of the delay is unknown. Pre-operative best corrected visual acuity: 20/40 and post-operative best corrected visual acuity: 20/25. Patient status post-procedure was reported as fully recovered. No further information is available.